Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, for the sixth firing, the device was unable to fire on the bronchus. When a new product was used, firing was completed without any problem (fast mode throughout). The sales rep checked the collected products and felt that some staples jumped out. There was no patient injury.